Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during detaching the lung tissue in a lung blood bulla resection surgery, the staples couldn't form properly because of tissue bleeding. It was also noted that there was an incomplete staple line distally and staple line needed to be manually sutured for reinforcement. The surgeon used another device to resolve the issue. There was no patient injury.